Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, this type of event represents an unusual occurrence. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: the information provided indicated the stricture was 8cm in length and located at the gastroesophageal junction. The stent that migrated is 12cm in length and only 4cm longer than the length of the stricture. The instructions for use of the esophageal z-stent includes the following statement: when placing an esophageal z-stent across the gastroesophageal junction, the minimum stent length should be 6cm greater that the length of the lesion, allowing placement of 4cm above and 2cm below the stricture. The size of the stent selected by the user in relation to the stricture length is the most likely cause for stent migration. The information provided indicated the endoscope was advanced into the stent after placement. This is likely contributing factor to the reported event of stent migration. After stent placement, the user is instructed to introduce the endoscope and advance to the upper margin of the stent to endoscopically confirm position and patency of the stent. The instructions caution user not to introduce the endoscope into the stent as displacement may occur. The instructions for use for the esophageal z-stent with dua anti-reflux valve indicates stent migration is a potential complication. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. This observation represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The stent migrated into the patient's stomach after placement. The physician placed an esophageal z-stent with dua anti-reflux valve into the patient's esophagus in 2006. In 2007, the stent was observed to be broken and in the patient's stomach. The date the stent migrated to the stomach is unknown. The broken stent was not removed from the stomach. A new stent was placed in the patient's esophagus. Other than placement of another stent, the patient did not require any additional procedures due to this event. When information regarding adverse effects to the patient was requested, the initial reporter indicated none other than the first stent remains in the patient's stomach. The information provided indicated patient death or injury did not occur.